Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign objects in the connecting tube, knob wire, and bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material remained in the device, the material adhered to the nozzle could be surgical glue but the type of the material adhered to the knob wire, insertion section and the bending section cover could not be identified. The foreign material was possibly not removed since the reprocessing was not conducted properly due to due to damage on pipe protecting forceps elevator wire resulting in a loss of water tightness; however, a definitive root cause could not be established. The event can be detected and prevented by following the instructions for use: -tjf type 150 operation manual chapter 3 preparation and inspection. -tjf type 150 reprocessing manual 3.5 manual cleaning. Olympus will continue to monitor field performance for this device.